Event description:
The pt reportedly had experienced intermittencies while using the sound processor. In 2004, the pt reportedly was unable to hear while using the sound processor. The pt was seen for evaluation. Testing performed confirmed that the pt's c1 device was no longer functioning.